Event description:
It was reported the tip of the final driver broke off during the final tightening process. There were no fragments left in the patient. There were no patient symptoms or complications reported as result of this event.

Manufacturer narrative:
The device has not returned for evaluation. Photographs were not provided. The event could not be confirmed. The identifying lot number was not provided; therefore, a review of the device history record could not be conducted. Based on the information provided, the root cause cannot be determined.